Event description:
It was reported that a malfunction alarm with the code "malf 12" occurred. There was no adverse impact to the customer's blood glucose level. The customer was unable to reset the pump initially, so technical support provided reset instructions and assisted the caller in resetting the pump. The issue did not recur after resetting, and the customer was able to rejoin her sensor session and resume insulin successfully. Technical support advised the customer to call back if the malfunction code recurs, which the caller acknowledged and understood.